Event description:
The reported stated that the pump rebooted about a week prior to contacting animas customer support. She stated that the verification screen was showing on the display, and there were no alarms. The reporter did not have the pump in hand for troubleshooting. She stated that ¿there has been a lot of corrosion in batt compartment and the pump is occasionally powering down¿. The reporter noted that the battery cap was last changed over a year ago. The user guide instructs the user to change the battery cap every six months. There was no reported adverse event as a result of the power loss. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.